Event description:
This event was reported as prosthetic valve dysfunction with mitral valve regurgitation. Dr noted at explant that 2 of the leaflets were coming together nicely but the 3rd leaflet wasn't fully extending to the mid portion. A large leak in the site with a portion of papillary muscle partially pulled up into mid-portion of valve. This could be causing part of problem, also some pulling on the strut could have caused leakage. Also severe aortic regurgitation. No further info was provided.